Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was stuck inside the drive feature of the screw. The fracture analysis reveals reveal plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the t20 screwdriver shaft fracturing its tip could not be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a one level mis lumbar fusion, a 7x45mm viper cortical fixed screw head popped off of the shaft during insertion. At the beginning of the case, doctor stated how hard and psoriatic the patients bone was, making it difficult to insert the jam shidi into the pedicle. He bent 2 jam shidis and 2 pedicle probes in the process of placing the k-wires in the pedicle. Upon insertion of the screw, he had difficulty advancing the screw. It was noticed the viper extension on the screw wasn't turning and told the doctor. At this time, the doctor stopped trying to advance the screw and tried to remove it instead. This is when the screw head popped off of the shaft of the screw. The doctor tried to remove the screw shaft with a straight expedium screwdriver, which also broke in the process. He then used an ¿easy out¿ to back out the shaft of the screw. No part of the screw was retained in the patient. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.